Event description:
Same case as: 2134265-2011-00812. It was further reported that the target lesion was located in the proximal to mid rca instead of the proximal rca initially reported. The lesion was treated with overlapping 3.5x24mm and 4.0x16mm taxus liberte stent instead of only the 4.0x16mm taxus liberte stent initially reported.

Event description:
It was further reported that during the index procedure, source notes indicated that "with initial balloon inflation, there was transient slow flow throughout the vessel system with some evident side branch cutoff." The patient was treated medically. Post index procedure, the patient experienced chest pain and elevated cardiac enzymes consistent with myocardial infarction. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the stent was under expanded. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 90% stenosed, 4.0mm in diameter and 24mm long. The target lesion was treated with predilation and placement of a 4.0x16mm taxus liberte stent. During the procedure, intravascular ultrasound (ivus) was used and confirmed stent under-expansion. Post-dilation was performed with a non-complaint balloon. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).